Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, inconsistent sensing value was noted on the right ventricular channel of the device. The patient was stable with no adverse consequences reported and patient will continue to be monitored.